Event description:
Drops observed at the level of the ramp, air present in the tubing connected to the central venous line. No pump alarm. Patient placed in a declive position and blood saturation was monitored; suspected gas embolism. The medical device was not retained. Reported complaint: air observed in system. Quantity and condition of sample(s): we did not receive any sample or pictures for investigation. Concerned product code / batch: infusion set vl st 00/m46441000s/32173631. Investigation report: we have not received any sample or picture, which shows described defect for investigation, therefore we are not able to confirm if complaint reason is related to the production process or material fault. Based on the reason for the complaint, we visually checked one retained sample and we did not find any defects. We performed the free flow and tightness test and found no irregularities. We also made a practical test using a pump and the obtained results were correct. The pump did not alarm the air in the system. We did not observe air bubbles in the tubes or other deviations during the practical test. The investigation of our production documentation did not show any nonconformities. In the last 12 months we have received 13 complaints for this article with the same reason as "air in system ". This is a first complaint for this batch number. Root cause: without the affected sample, a root cause analysis is unfortunately not possible. We also did not find any irregularities during investigation performed on retain sample and review of production documentation. Based on received data about how sets were connected during use, an improper connection could not be excluded. The container of the secondary solution must be placed higher than the one of the primary solution. Moreover, the container from the line that is placed in the pump should be placed 20 to 80 cm above the pump. Furthermore, we cannot exclude incorrect priming of the set (correct priming in the gravity position - complete filling of the set) before it is placed in the pump, then bubbles may have occurred. The pump should alarm when air bubbles occured in the system. Corrective action: corrective and preventive actions are not necessary as we are not able to determine the root cause of failure. Moreover, based on provided information from the customer, we cannot exclude that this complaint is a handling failure. Conclusion: based on these results we cannot confirm this complaint. Please note that it is very important for us to receive the affected sample to perform an adequate root cause analysis. An MDR was reported for the infusion pump on report# 3000240707-2021-00127.